Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. The patient was doing good following the surgery. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.